Event description:
Customer reported a past event where blood glucose level dropped to 40 mg/dl. Cause was not known. Customer took corrective action by consuming glucose tablets, which mitigated the immediate drop in blood glucose. Customer managed situation independently without requiring third-party assistance, and was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels.